Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were able to be confirmed. The difficulties removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi torque supra core guide wire instructions for use (IFU) states: torquing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation. Always advance or withdraw the guide wire slowly. Never push, auger, withdraw or torque a guide wire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. Determine the cause of resistance under fluoroscopy and take remedial action. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial medwatch report, the returned goods lab received the hi-torque (ht) supra core guide wire core kinked 7.7 cm proximal to the tipball; the coils were stretched at the kinked core and there were offset coils proximal to the kink in the core for a length of 6 mm. The core was noted to be intact with no separation. Additional information received indicated that the correct device was returned and there was no core separation noted by the site. No additional information was provided.

Event description:
It was reported that at the conclusion of a percutaneous transluminal intervention procedure to treat a mildly calcified, de novo lesion in the non-tortuous superficial femoral and tibial arteries, a perclose proglide vessel closure device was advanced via femoral access over a hi-torque (ht) supra core guide wire and the proglide wire insertion markers were inserted well beneath the skin. Prior to attempting to close the vessel with the proglide device, the supra core guide wire was withdrawn with resistance felt against the proglide as the guide wire seemed to have become caught on something, and some force was applied (not excessive force). After completely withdrawing the supra core guide wire, it was noted that the distal tip was stretched and was starting to separate from the main body of the guide wire. There were no adverse patient effects and no occurrence of a clinically significant delay. While the initial guide wire separation initially appeared even/straight for a couple of millimeters, the cath lab personnel intentionally attempted to pull the wire apart; the wire did not separate but the intentional manipulation worsened the wire damage. No additional information was provided.

Manufacturer narrative:
(B)(4). Against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The proglide device mentioned is being filed under a separate medwatch report.